Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. Patient outcome and treatment was not reported. On an unreported date, extraneal therapy was discontinued and the action taken with physioneal therapy was not reported. No additional information available.